Event description:
The user facility reported that the doctor treated one of his patients on the angio-suite with a percutaneous transluminal angioplasty (pta) of the crural vessels. After the procedure he wanted to close the puncture site with an angio-seal. The antegrade puncture was done with the use of ultrasound (us) guidance and no problems occurred during the procedure. By the end of the procedure the sheath was replaced with the delivery sheath of the angio-seal (as) device without any problems. The angio-seal (as) was introduced and clicked in fully forward position. The angio-seal (as) was pulled back against the delivery sheath (two clicks were noticed) and a check was done with the use of ultrasound (us). The physician was convinced that he saw the anchor inside the vessel (intraluminal). After this check and conformation, the physician pulled back the angio-seal (as) and a pullout occurred. No resistance was felt while pulling back the angio-seal (as). After the pullout the groin start bleeding immediately and the physician started with manual compression. First idea of the physician was, that there was no suture between the anchor and collagen in the angio-seal (as) and this would be the problem of the pullout. It was explained that when there would not be a suture, he would have lost the anchor while advancing the angio-seal (as) to full forward lock position/introducing. While discussing this case the physician again mentioned that he saw the anchor inside the vessel and was convinced that the anchor was out or the delivery sheath. After manual compression the patient got a pressure bandage combined with 6 hours of bedrest. During the procedure 5000 ie heparin were used. The procedure performed was an antegrade puncture of the afc for a percutaneous transluminal angioplasty (pta) of the crural vessels. The sheath size used was a 6fr. There were no difficulties with access or during the procedure. A pre-deployment angiogram was not performed. The puncture was done with ultrasound (us) guidance and also the closure was done with the use of ultrasound (us). Withdrawal of our angio-seal. The physician felt no resistance and a complete pullout occurred. During the ultrasound (us) check he was convinced that he saw the anchor intraluminal. Directly after the procedure the patient condition was stable. After a while he got a swelling in his groin and his scrotum. Computed tomography (CT) confirmed that he had an active arterial bleeding which needed surgery. After surgery the patient was kept overnight at the intensive care (ic) for observation. No blood transfusion was needed during his entire hospital stay. The physician started with manual compression and after this the patient received a pressure bandage with bedrest (6 hours). During the surgery the surgeon found that he puncture site was bleeding and stitched the vessel wall at the level of the puncture site. During this operation the patient had a loss of 100 cc blood. After the procedure the patient went to the intensive care (ic), because the patient was intubated, and kept overnight for observation. The next morning the patient was transferred from the intensive care (ic) back to the ward. Four days after the procedure (june 25), the patient was discharged from the hospital and went home. No further complications were mentioned during his stay in the hospital.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip was returned for product evaluation. The returned sample included the carrier tube, hemostasis sheath, arteriotomy locator, foil package, and header bag. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, and collagen were able to deploy, however, the tamper tube did not deploy from the device. The carrier tube was subsequently cut open to verify the presence of the tamper tube. The tamper tube was confirmed to have been present within the device and was inspected for potential issues. No issues were found with the component, although the tamper tube was found to have been coated in dried blood. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. Functional testing was performed, and the device appeared to function properly. The device history report (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).